Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between, an approx. 1.5 cm segment of the lead body was missing. The visual inspection showed multiple signs of wear along the fragments. The insulation was rubbed through around 40 cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subjected to severe mechanical stress due to constant friction against another implantable device, such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, the lead body was found squeezed and deformed 43 cm proximal to the lead tip, which most likely resulted from clavicular first rib entrapment. The insulation was excessively damaged in this region. Additionally, the conductor cable to the ring electrode was found fractured at 6 cm proximal to the lead tip. The damage symptoms indicate a significant stress level in the area of the area of the tricuspid valve. Diagnostic images clarifying this assumption were not available. These damages can be considered as the root causes of the clinical observations reported in the complaint text. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this lead was explanted approx. 53 months after the implantation due to oversensing with inappropriate shocks. The pacing impedance was reportedly out of range (a jump from 500 to > 3000 ohms).